Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging an ¿unknown issue¿ with the patient¿s one touch verio iq meter. The reporter mentioned something about the ¿battery¿ but could not provide any further detail. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue started the afternoon of (B)(6) 2013. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter stated, at an unspecified time before the alleged issue occurred, the patient developed symptoms of ¿high blood sugar¿. It is not known if the patient received any treatment. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.